Event description:
A distribution contacted zoll on (B)(6) 2015 to report that a (B)(6) old female pt had removed the lifevest because she had developed a rash and inflammation on her back and chest. The pt reported that she had made her doctor aware, and she would be seeing him on (B)(6) 2015. It is unk if the pt attended her doctor's appointment. Follow-up on (B)(6) 2015 indicated that the pt had been in the hospital for an unrelated reason, but the irritation had improved.

Manufacturer narrative:
Device evaluation: there is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.